Event description:
Related manufacturer reference number: 2017865-2022-45856; related manufacturer reference number: 2017865-2022-45858; related manufacturer reference number: 2017865-2022-45859. It was reported that the patient presented in clinic with the pacemaker and right ventricle (rv), atrial (ra) lead and a capped right ventricle (rv) lead, eroding from the pocket. There was no infection noted. The physician explanted pacemaker, rv, ra and capped rv. The patient condition was stable.

Manufacturer narrative:
Correction: b5 and h6 lead was capped not explanted.

Event description:
New information received notes an infection and that the right ventricle (rv)lead and atrial (ra) lead were capped not explanted. The physician implanted a new aveir device. The patient condition was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.